Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator had to replace patient¿s heartmate 3 backup system controller as it was quite difficult to attach the black power cable to the patient cable or to change battery clips. The white cable worked perfectly. The site tried with other clips on the black power cable with not much luck.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the black power cable was confirmed. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Further analysis of the cable showed slight damage to the black connector nut thread which would make it more difficult to tighten the nut to a clip or patient cable. It did not affect the controller ability to make a secure connection. A root cause for the reported event was determined to be damage to the black connector nut threading; however, a root cause for this damage was not conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors ently bring the connectors together, turning them slightly to make the connection, if needed never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.